Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. (B)(4). Investigating result: a visual examination of the returned complaint device found that the catheter and the balloon of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a lot of pinholes located in the middle section of the balloon. It is possible that the factors encountered during the procedure, the technique used by the physician, or the interaction with the scope caused the balloon pinholes during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilation balloon was used in the papilla during an endoscopic papillary large balloon dilation (eplbd) procedure performed on an unknown date. During the procedure, the balloon was attempted to be inflated; however, it was noticed that the balloon did not inflate. The procedure was completed with another cre pro wireguided dilation balloon. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Investigation results revealed that this balloon had pinholes; therefore, this is now an MDR reportable event.